Manufacturer narrative:
The investigation is on-going at this time. Should product or other information be shared, a supplemental report will be filed.

Event description:
An obese patient was admitted presenting with a 3 day old myocardial infarction, presenting as a stemi. It was determined that the patient had a septal infarct and had both right and left sided impella pumps placed. The patient "recieved" the impella rp and impella cp. In the rp access site, at the patient developed a hematoma. There was a question as too whether or not the patient's body habitus was too large and the tissue track was too deep for hemostasis by the rp repositioning sheath. The team called in vascular surgery to remedy the patient blood loss. The team achieved hemostasis and infused 3 units of blood products as well as 1 unit of platelets. Within 24 hours, the rp was explanted and the patient was solely supported by the impella cp.